Event description:
It was reported by service report that the siderail will not latch in the intermediate position due to broken latches on the locking columns. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.